Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had alert 113 (reduced wt control). Patient temperature(pt) 36.4c, target temperature(tt) 36c, water temperature(wt) 35.4c, flow rate(fr) 3.2lpm, chiller temperature (t4) 7.8c, mixing pump command (mpc) 100 percentage. Nurse would send this device to biomed and try to locate another one.

Event description:
It was reported that the arctic sun device had alert 113 (reduced wt control). Patient temperature(pt) 36.4c, target temperature(tt) 36c, water temperature(wt) 35.4c, flow rate(fr) 3.2lpm, chiller temperature (t4) 7.8c, mixing pump command (mpc) 100 percentage. Nurse would send this device to biomed and try to locate another one.

Manufacturer narrative:
The reported issue was inconclusive. Device was not returned. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be outlet water temperature regulation error due to mixing pump failure. However, there was insufficient information to confirm this potential root cause. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use are found to be adequate. Correction: d,e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.